Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with reno stenosis. Their blood glucose (bg) values had dropped to less than 70 mg/dl. The patient had renal artery stenosis, shortness of breath and systolic pressures near 200 mmhg. For treatment, the patient was given insulin and prescribed carvedilol of 25 mg to take twice a day. The pod was worn on the abdomen. The patient was discharged after 6 days.